Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not observed. The battery compartment was intact and current draws were within specification. There was no evidence of moisture or loose components inside the pump when the case was removed. There were two low battery warnings observed in the black box history and evidence of a partially discharged battery being installed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.